Event description:
During implant procedure, after placing the lead the physician attempted to tighten the set screw however, the set screw would not tighten. A new device was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
Evaluation of the device header found both atrial and ventricular set screws were lifted out of their respective connector blocks which is consistent with incorrect use. Additionally, both septums were damaged and the ventricular set screw as partially stripped due to incorrect wrench insertion. Set screws were successfully reinserted into their respective connector blocks. Environmental testing found no anomalies. Device battery was found to still be above elective replacement levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.